Event description:
The customer reported via phone call that the insulin pump's reservoir was leaking past the second o-ring during priming and basal. The customer reported that he had a blood glucose level of 378 mg/dl which he tried to treat with the insulin pump. The customer stated that his blood glucose level later increased to 522 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.